Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported that after changing supplies, the insulin cartridge was not properly locked into the chamber. The user identified the issue before any change in blood glucose occurred and reinserted the cartridge with support, after which insulin delivery resumed. The patient reported no hyperglycemia, no hospitalization was required, and no long-term effects were reported.